Event description:
It was reported there was a noise from the ac power module. No patient involvement reported at this time.

Manufacturer narrative:
Results of functional testing indicate the device would not charge due to a faulty ac power supply module. The malfunctioning component falls under the scope of fco86100201. The ac power supply module was replaced under fco procedure. The mrx was confirmed to be operational and returned to the customer for use.